Manufacturer narrative:
Additional information received indicates there is no alleged issue regarding zimmer biomet products implanted in the patient's left knee.

Event description:
It is now known that the patient is not experiencing issues with the left side knee implants.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain in the upper left side of the knee and swelling of the knee.